Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 48.1cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
Reportable based on device analysis completed on 27nov2019. It was reported that shaft kink occurred. The target lesion was located in the coronary artery. A 3.5mm x 8mm quantum maverick balloon catheter was advanced for dilation. However, during procedure, it was noted that the delivery shaft of the balloon was kinked. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.